Event description:
It was reported that this pacemaker reverted to safety mode. The device was explanted and replaced. The patient felt pocket stimulation. No additional adverse patient effects were reported.